Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist evaluated the instrument data. The hsc determined the system diluent check passed and quality controls were within the acceptable range during the time of the event. The hsc determined that the system data is consistent with a sample handling issue. The cause of the discordant sodium, chloride and potassium results is unknown. The customer successfully repeated the patient samples. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant sodium (na), chloride (cl) and potassium (k) results were obtained on multiple patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s), who questioned them. Patient 1 and patient 2 obtained multiple repeat results. It is unknown which repeat results for patient 1 and patient 2 were the corrected results reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na, cl and k results.